Manufacturer narrative:
The reported navio handpiece, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional evaluation could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specifications or would not be able to perform as intended. A complaint history review found similar reports and this issue will continue to be monitored. A relationship, if any, between the subject device and the reported event could not be determined. A factor that could have contributed to the reported event is a mechanical component failure of the snap lock nut, causing it to break. If this was the case, more robust design has been released as a part of corrective actions. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during tka snap lock nut was broken. Delay of less than 30 minutes reported and back-up device was available. No patient injuries reported.